Event description:
It was reported to the MFR by the facility (B)(6), per the facility the resident slipped out of the sling, head first. The resident landed on the leg of the lift and the floor. The facility called 911 for transport to the emergency room at (B)(6) hospital. The resident had an x-ray at the emergency room, which confirmed 4 broken ribs. The resident returned to the facility the same day. On (B)(6) 2013, the resident was unable to breathe with the broken ribs and was transported to (B)(6) hospital. While at (B)(6) hosp, the resident received a tracheostomy. After discharge from (B)(6) hospital, the resident was transferred to another care facility. Upon speaking with (B)(6) on (B)(6) 2013, he confirmed that the facility (B)(6) did a reenactment of the incident and determined that the wrong sling was used for the resident's mobility needs. A joerns sales rep has performed in-services on the following dates: (B)(6) 2013.

Manufacturer narrative:
Joerns sending the report to the MFR.